Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device lot number 31522530l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be carried out, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated during an atrioventricular node (av node) ablation with thermocool smarttouch sf catheter, the patient experienced dislodgement of pacemaker lead from the right ventricle (rv). The physician reimplanted the lead successfully. During an av node ablation, the pacemaker lead became dislodged from the rv. The physician was moving the catheter around in the heart to do an av node ablation, the catheter bumped the pacemaker lead, so they used another one to continue pacing. This did not affect the procedure, and they were able to continue to perform the intended ablation. After the procedure, the physician was able to reimplant the lead successfully. The patient was in stable condition.